Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient fell on the ipg which opened up the incision site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The patient fell on the ipg which opened up the incision site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.